Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and also that the reservoir compartment of the insulin pump was broken off. The customer's blood glucose level was 580 mg/dl. The customer reported that the reservoir was unable to lock in place and every time they would unscrew the reservoir little tiny pieces in little chunks would break off over time. The customer did not mention any symptoms related to high blood sugar. The customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump passed the prime/a33 test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.